Event description:
The customer called to report that he was hospitalized due to low blood glucose levels. The customer felt that his insulin pump was hacked two weeks ago, and someone delivered 100 units of insulin. The customer felt that someone was trying to kill him, and he wanted to know how to disable any rf devices on his insulin pump in order to avoid someone from hacking into the device again. Advised the customer that the insulin pump would be replaced as he was very uncomfortable using it. When told that this complaint would be reported to the FDA, the customer stated that it was a lie that he made up. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing, including the delivery volume accuracy test. After testing it was concluded that the device operated within specifications. No delivery anomaly noted.